Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
Fill volume: unknown; flow rate: unknown ; procedure: shoulder surgery; cathplace: unknown. It reported by a patient that she developed the symptom of compromised breathing during use of an onq pump less than 24 hours after surgery. It was noted that she ended up visiting two other hospitals in less than 24 hours due to the event. The next day, the anesthesiologist called the patient's daughter in order to have them pull the pump, and the anesthesiologist told her that this happens to 1% of people that experience this. No further information was reported.